Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump went out. They had a motor error alarm. They tried rewinding the insulin pump but received a motion sensor test failure alarm. The customer¿s blood glucose level was 167 mg/dl. Troubleshooting was performed. The customer was unable to complete the insulin pump rewind due to the alarm. It was noted that the customer received the motion sensor test failure alarm three times. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The customer declined to return the insulin pump.

Manufacturer narrative:
Motor error alarm during basic occlusion test due to moisture damage force sensor resistor. No motion sensor test failure alarm or motor position encoder error alarm on alarm history screen. Drive support disk was inspected and no anomaly was noted. The insulin pump had minor scratched lcd window, cracked reservoir tube lip.